Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of august 2025. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the round disk (check valve) of a clearlink system continu-flo solution set leaked. It was further described as "clear and white saucer shaped disk- located above clamped for IV tubing to be placed into pump". This was observed during patient infusion. Medication was attached to the secondary tubing for administration and a wet spot was noticed at the primary tubing disk; intravenous fluid continued to pour from that area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.